Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a right ventricular lead was implanted but had high impedance on the rv and svc coils when the device was placed into the pocket. The physician disconnected and then reconnected the lead to no avail. A new right ventricular lead was implanted and the procedure was completed with no further issues. The follow day, an alert triggered for high impedance on both the rv and svc coils. The physician indicated that the setscrews were not working and a new device was implanted. Once the device was removed from the patient, visual inspection noted that the setscrews were all the way in before the the lead pin was inserted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the hvb and svc connector bores. The returned device indicated all grommets damaged and foreign material (fm) on the bottom of all grommets. The returned device indicated fm on the atrial and svc set screw. The returned device indicated that all set screws had rounded sockets and damage to the atrial, rv and hvb setscrew heads. The returned device indicated a damaged set screw. The returned device indicated the rv set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.